Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was able to continue using the pump without further problems. The caller was advised to contact support again if the malfunction recurred, and they acknowledged this guidance.